Event description:
It was reported that this implantable pacemaker had a drop in longevity from 8.5 years to 2.5 years in a span of one month. Boston scientific technical services (ts) discussed that the device had a large increase in power after the minor change to the rv output settings. The data is consistent with a malfunction, but the cause cannot be determined from the device data and recommended replacement. This device was explanted and a new implantable pacemaker with the same model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported power level rose from 35.7microwatts to 85.1microwatts on (B)(6) 2024 and stayed high until explant. Analysis evidence that a gate oxide breakdown in the pace switch portion of the mixed mode ic component was the cause of the complaint.

Event description:
It was reported that this implantable pacemaker had a drop in longevity from 8.5 years to 2.5 years in a span of one month. Boston scientific technical services (ts) discussed that the device had a large increase in power after the minor change to the rv output settings. The data is consistent with a malfunction, but the cause cannot be determined from the device data and recommended replacement. This device was explanted and a new implantable pacemaker with the same model was placed. No additional adverse patient effects were reported.